Event description:
It was reported that during a gall bladder procedure, the clips would not close or hold after placing. Another like device was used to complete the procedure. There was no pt consequence.